Manufacturer narrative:
The service evaluation found the asset monitor to had no image when using the sdi input 1; due to a defective (qb) board. Additionally, there were scratches on the screen. The asset will not be repaired at this time. A review of the repair history shows no previous repair records. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard service inspection, the asset high definition liquid crystal display monitor was found to have no image when using the sdi (serial digital interface) input 1. There was no report of any problems associated with the device and there was no report of patient injury, harm or involvement.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g3, g6, h2, h4, h6 and h10. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The reported malfunction occurred because the qb-pcb board failed and it has been 5 years and 2 months since its manufacturing, it is considered to be a failure due to aging. Olympus will continue to monitor complaints for this device.